Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports the pods adhesive was loose as the pod had got caught on the patients pants. The patient applied a podpal over their pod. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with medication through intravenous fluids as well as 10 units of manual insulin and an insulin drip. The patient was released from the hospital after 3-4 days.